Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of capture, loss of sensing and low impedance. During pulse generator upgrade, the physician noted an insulation anomaly underneath the suture sleeve. The lead was explanted and replaced.